Manufacturer narrative:
Part number# 111-20 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for united states distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that a suction catheter could not be fitted into the tube. The caller suggested that a obstruction caused the problem. The caller reported that extubation and reintubation of a replacement tube was required. The tube was replaced without harm to the pt.